Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the system was taken out due to infection and the pocket was opened up but nothing was inside. It was thought to be a superficial infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.